Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head showed a communication error, e226. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: deterioration of cable unit and the endoscopic image could not be displayed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to deterioration of the cable unit, the communication error code e226 was displayed. Additionally, due to deterioration of the cable unit, the endoscopic image could not be displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.